Event description:
In 2009, the sales representative reported that the screw head had broken off post surgery. The surgeon performed a revision surgery. There was a 35 minute surgical delay while the surgeon removed the body of the screw from the pt. The surgeon reinstrumented with a another pedicle screw system. Additional info received via telephone a week later; the sales representative reported that on an unk date, the pt complained of pain. The surgeon took an x-ray and noted the disassembled screw and one broken screw. The pt has not fused.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.